Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine2 results generated by the architect c8000 processing module for a patient. The sample was repeated, and lower result was obtained. The following data was provided: customer¿s normal range: male is 63.6 to 110.5 mol/l; female is 50.4 to 98.1 mol/l sid (B)(6) initial result = 227.18 mol/l; repeat result = 70.89 mol/l. There was no impact to patient management reported.

Manufacturer narrative:
The technical service specialist (tss) resolved the issue by replacing the source lamp and the cuvette dry tip. The source lamp and the cuvette dry tip were determined to be the likely cause of the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant or erratic creatinine patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect c8000 processing module, serial number (B)(6), or the likely cause parts.

Event description:
The customer observed falsely elevated creatinine2 results generated by the architect c8000 processing module for a patient. The sample was repeated, and lower result was obtained. The following data was provided: customer¿s normal range: male is 63.6 to 110.5 mol/l; female is 50.4 to 98.1 mol/l sid (B)(6) initial result = 227.18 mol/l; repeat result = 70.89 mol/l. There was no impact to patient management reported.